Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station time was incorrect. A technical support specialist (tss) verified the station's time zone using other stations. After, identifying a mismatch, the tss updated the time zone to the correct standard and confirmed available options where required. The tss then advised that a med application restart was needed and coordinated a reboot with the customer to apply the changes. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had incorrect time, appeared to be almost an hour ahead of cst, which was affecting medication administration linking from epic to dispense data. However, there were no delays or adverse events or injuries reported based on this event.